Event description:
Complainant in japan reported the patient was on impella cp support and during support, there was a pump stop. The pump restarted after the procedure was performed and there was no problems with purge pressure and no thrombus was found. There was no patient harm reported.

Manufacturer narrative:
The impella pump was not returned for investigation. Should new information be received, a supplemental manufacturer device report will be filed. Instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention: section: using the automated impella controller with the impella catheter: ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock, section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention & impella 5.5 with smartassist for use during cardiogenic shock & impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of temporary pump stop has been completed. The impella device was not returned for evaluation. The cause of the temporary pump stop issue was not determined since the product was not returned and sufficient clinical information, including data log, was not provided. B1 adverse event added based on the reported patient outcome. B2 death and date of death added based on the reported patient outcome. B5 updated to reflect the patient outcome. D6b explant date added. H1 type of reportable event revised to death. H6 health effect - clinical code 4580 and health effect - impact code 1802 added to reflect patient outcome.

Event description:
It was reported that the patient expired while on support. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.